Manufacturer narrative:
Although the device was not returned to the manufacturer due to customs and legal issues in (B)(6) , the complaint was not confirmed for the customer's allegation. The manufacturer examined photographic evidence of the suspect device, which exhibited a correct display.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges a defective display on the meter. No adverse event (B)(4)reported. No product will be returned due to custom and legal issues in (B)(6).

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.